Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for sodium (na) and potassium (k) on a cobas 4000 c (311) stand alone system. The initial na result was 88 mmol/l. The repeat result was 143 mmol/l. The initial k result was 2.73 mmol/l. The repeat result was 4.42 mmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. Precision testing was performed after this event and the customer has not complained of any additional issues.